Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a patient with a urinary stimulation implantable pulse generator (ipg) experienced therapy that was not effective, with the device not appearing to work. The patient described urinary incontinence, specifically starting to urinate when getting up. Following a recent spinal surgery, the patient reported worsening symptoms, including increased urgency and being unable to reach the bathroom in time. Patient mentioned having rods in the area where the ipg is implanted. The patient also expressed concern that a back brace, worn for two hours daily, might be interfering with the stimulator's function, leading them to turn the stimulator off while using the brace. No testing or imaging was conducted. During troubleshooting, the patient was guided through connecting to the implantable neurostimulator and increasing the stimulation, successfully adjusting the settings to a comfortable level and confirming sensation in the bicycle seat area. The patient was advised to maintain stimulation, monitor symptoms, and was redirected to their healthcare provider if issues persisted.